Manufacturer narrative:
Device used for treatment and not diagnosis. One clip is badly deformed and bent downward. The relevant dimensions of the clip can not be verified anymore because of the damage of the clip. Therefore, this complaint is indeterminate from a manufacturing standpoint. At the deformation of the clip is a dent visible. Also the anodization layer has a clearly visible stress mark which was caused by the tip which is bent downward at this point. These findings let us suppose that this damage was caused post manufacturing, possibly by a screw, which was inserted in an undue angle.

Manufacturer narrative:
Device used for treatment and not diagnosis. Based on the information provided, the plate appeared this way before implanting, but was discovered while in the operative site. It is possible the clip was bent in assembly or potentially from another surgery. These devices are provided non-sterile, so there is potential that the plate could have been previously damaged in handling. The most likely cause is improper technique from another instance; however it cannot be conclusively determined. The marking on the clip suggests contact with a screw which could be contributed to improper technique. The design risk assessment is adequate for the intended use. The investigation is ongoing.

Event description:
Surgeon performed anterior cervical discectomy and fusion procedure for patient with degenerative disc disease. During the procedure the surgeon placed the plate in the operative site and discovered under microscope observation, that the vectra plate was deformed at the elgiloy clip. The surgeon did not implant the plate and removed the plate from the operative site. The procedure was completed with a replacement plate without consequence.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.